Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of three (3) sterile repeater pump tube sets fell off the set which resulted in fluid leakage. This issue was detected at the dispensing room before patient treatment. When this issue was discovered, the user replaced the product, and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from october 29, 2018 - november 01, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.